Event description:
It was reported the patient experienced scs ipg migration. As a result, the patient underwent surgical intervention during which the scs ipg was explanted and replaced with a different model . It was also reported during the procedure, the pocket site was relocated.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.